Event description:
Customer alleged discrepant blood glucose results of 170 mg/dl back to back with a result of 58 mg/dl when testing was performed less than one minute apart on the compact system. Customer did not change treatment based on discrepant results. Customer did not provide the location of the testing. No quality controls were performed. A request was made for the return of the suspect device and replacement product was sent.